Event description:
Pt admitted 1/8/97 with tightness around chest, nausea, diaphoresis, sob, r/o pulmonary emboli originating from poss clot in port. This pt noticed a lump over port 4 days ago. The following day an attempt was made to inject heparin, this was not unsuccessful and the pt heard a pop at that time. She noticed the above symptoms and was admitted. She received chemo treatment thru port in right subclavian vein, last treatment 12/26 - 12/27/96. She now was placed on heparin. Swelling noted over the right chest, ecchymosis, and tenderness. Pt went to surgery on 1/10/97 for removal of port. Pre and post op diagnosis - ruptured venous port. She went to surgery on 1/13/97 for placement of new port.